Manufacturer narrative:
This product was reported to be available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The 3/4 of the way in the case, air was seen in the system. It was thought that it was coming from the hub which had not been unhooked at any time. The product will be returned for analysis.